Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, the user reported an urgent low glucose alert while using the dexcom g7 continuous glucose monitoring (cgm). Review of the report showed a nighttime low of 72 mg/dl, likely caused by frequent ¿less than usual¿ meal announcements that triggered excess correction insulin. The user also experienced a brief sensor issue alert but did not verify readings with a fingerstick. The lowest blood glucose (bg) recorded was 46 mg/dl. Bg was corrected with candy. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.